Event description:
The pt was reportedly experiencing a decrease in sound quality, facial nerve stimulation, and eventually loss of sound. External equipment was exchanged, however, this did not resolve the issue. Testing of the device showed that the device is not functioning. Surgery to explant the pt's device has been scheduled.